Manufacturer narrative:
The mr safety guide states "the arm boards are not to be used as a seat or shelf." Continuous patient observation and contact are required in all modes of operation." Position the patient's limbs, hair, and clothes completely on the table to avoid risk of injury when the table is moving." The mr table also has straps provided to assist in positioning the patient's limbs on the table to avoid risk of injury when the table is moving. Ge healthcare's investigation into the reported occurrence is ongoing. A supplemental report will be submitted once the investigation results are available.

Event description:
It was reported that a patient undergoing a MRI exam suffered a fracture of the right humerus. Reportedly when the MRI scan ended, the doctor pushed the out button on the MRI scanner and the patient's right arm fell along the outside of the table. The customer mentioned the patient's arm did not move easily. Pictures provided by the customer show that the table side bar was in a "shelf like" position when the patient was brought out and the patient's arm struck the arm board.